Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this device problem. Problem: this x-ray system had an uncomanded table tilt in trandeleburg position until the emergency stop was activated by the technician. The technician immediately came to the aid of the pt. The pt remained on the table without injury.